Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that this was an issue of the past and had since been resolved. The patient stated they had the ins replaced in (B)(6) 2017, because it hurt. It was unknown when the pain began. No further complications were reported/anticipated.